Manufacturer narrative:
Baxter received and evaluated the device. The reported battery operation not available error was verified. The reported problem, "battery operation not available error," was reproduced using a known good pump. Through visual inspection, the evaluator determined that the cause was burn damage to the radio board, and the device was found unserviceable due to the damage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module had a battery operation not available error. There was no known patient injury or medical intervention associated with this event. No additional information is available.